Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net on (B)(6) 2020 with myopotential over-sensing episodes from their implantable cardioverter defibrillator. The signal could not be reproduced with isometrics. Programming changes were made to address the issue. Patient had only one over-sensing episode caused by a premature ventricular contraction and functional loss of capture after the programming changes. Patient condition after the event was stable.